Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was exhibiting failure to capture. Programming changes were performed to resolve the issue. There were no patient consequences.